Event description:
It was reported that balloon rupture occurred. A 2.50 mm x 15 mm nc emerge balloon catheter and a 4.00 mm x 8 mm nc emerge balloon catheter were advanced for dilation. However, during inflation, both balloons ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.